Manufacturer narrative:
Zimvie complaint number (B)(4). . Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant crown had become detached. The implant collar and the prosthesis screw were found to be fractured; however, the screw was completely removed from the implant. Implant was fractured at the collar and removed from tooth site # (B)(6). This report refers to screw fracture event.